Event description:
Pt was put under anesthesia and intubated. The crna experienced difficulty ventilating the pt. The pt was reintubated, and pt was given bronchodilators to address potential bronchospasm. It was felt that oxygen was being delivered to the pt, but there was a problem with exhalation. The crna questioned whether the exhalation valve was working properly. Oxygen saturation levels remained within normal limits. Within several minutes after intubation the pt went into v-tach and a code was called. Resuscitation efforts took approx 25 to 35 minutes and eventually sinus tachycardia was established. Pt was transferred to ICU and treated for suspected pulmonary embolism. Pt arrested and died in 2002.